Event description:
The peritoneal dialysis patient called technical support because the cycler was not draining properly. According to the patient's peritoneal dialysis registered nurse, the patient did not have fibrin or a catheter issue, but is obese. He performed a manual drain and was asymptomatic, did not experience any complications or require medical intervention, and was fine. He was switched from time-based settings to cycle-based settings and has had no further issues. A review of the treatment data provided revealed that the drain 3 volume was 190% greater than the prescribed fill volume, indicating that an overfill had occurred. Drain 0: 2516 ml; uf 516. Fill 1: 1999 ml, drain 1: 2102 ml; uf 103. Fill 2: 1999 ml, drain 2: 1579 ml; uf-420. Fill 3: 1999 ml, drain 3: 3795 ml; uf 1795.

Manufacturer narrative:
The device has not yet been received for physical evaluation. A plant investigation is in progress and a supplemental report will be submitted upon completion.